Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported hearing an unexpected noise from the insulin pump during prime. The customer reported insulin then pouring from the related infusion set. The customer did not wish to complete troubleshooting. The customer stated they would monitor the situation, and call the helpline back if issues persist. The customer's blood glucose value was unknown. No further information was provided.